Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient had a previous revision wherein an electrocautery might have been used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).

Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient had a previous revision wherein an electrocautery might have been used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well after the procedure.

Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient had a previous revision wherein an electrocautery might have been used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that confirmed electrocautery was used during the previous revision. Device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was out of the expected range. Depletion rate with stimulation turned off was higher than expected. The analog integrated circuit damage resulted in rapid battery depletion of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the analog integrated circuit. The use of electrocautery during the revision resulted in the reported complaint.